Event description:
Patient reported effusion. Entire prosthesis was explanted and replaced. Explanted bearing exhibited galling and indentations.

Manufacturer narrative:
Surgeon indicated all cultures were negative. Surgeon suspected the presence of foreign material between articulating surfaces. No other parts of the prosthesis showed any signs of extended wear or damage.